Manufacturer narrative:
A sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed DHR- lot master for batch # 7262401 was reviewed. No qn issued for this vps batch. For the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customers¿ indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that during use a bd venflon¿ pro safety peripheral safety IV catheter was found leaking from the injection port. There was no report of injury or medical intervention reported